Event description:
The recipient was reportedly a non-user of the device. The recipient's device was explanted. The recipient was not reimplanted. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record noted damage to an electrode pad. The feedthru and electrode assembly were replaced. The device passed all additional tests. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.